Event description:
Nurse reported the curlin pump is acting up, beeping upward occlusion when nothing is wrong. Pharmacy replaced device. Unknown serial number and expiration date. No missed dose or interruption in therapy but the pump keeps beeping for no reason throughout the infusion and needs to be exchanged. Finished the infusion with the pump. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Privigen indication: common variable immunodeficiency, unspecified. No further info/details or dates available.